Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a power (moisture ingress) issue. Reportedly, there was condensation in the display screen and the pump would no longer power on. The issue remained unresolved with a battery replacement. Additional moisture was reportedly visible in the battery compartment. The battery cap was reportedly secured tightly to the pump at the time of the incident. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2014 with the following findings:visual inspection revealed moisture behind the display lens. The battery cap was able to fully tighten onto the pump. The battery compartment was found to be intact. The pump powered on with the returned battery cap; auditory features were not functional upon start up. During investigation, the pump emitted a call service alarm for ¿rewind error¿ with each rewind attempt. Additional testing could not be completed due to moisture damage. The pump casing was observed to be cracked in the lower right corner of the display area. Leak testing failed due to the cracked casing. The pump casing was removed and there was moisture contamination observed on multiple internal pump components. The complaint of power loss was not duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.